Event description:
It was reported that an occlusion occurred for an infant receiving tpn and lipids at low rates via two different pumps and a peripherally inserted central catheter (PICC line). The pumps alarmed for occlusion, and user troubleshooting determined that the PICC was occluded. After troubleshooting, patency was not restored and the PICC line was removed and replaced. No other effect to the infant was reported. The patient's infusion set up was a 1.2 french PICC line attached to the needleless connector which was attached to the bifuse which had two needleless connectors at the extension ends. The event reporter did not have exact details, and stated typically the extensions had tpn (typically 7-10 ml/hr) and lipids (typically 0.4 to 0.5 ml/hr) infusing. Clinicians utilize chlorhexidine to cleanse needleless connection points prior to attaching the tubing or flushing. The nurse educator stated that occlusions had occurred four times with four different infants. This file is for one event. She also stated that occlusions had not reoccurred after changing the procedure whereby the needleless connector attached directly to the PICC line was removed and the bifuse male luer was connected directly to the hub of the PICC line.

Manufacturer narrative:
Concomitant medical products: neonatal PICC line vygon 1.2 fr, unknown length; b.braun medfusion syringe pump and unknown tubing for lipid infusion. Model and lot numbers unknown. Although patient demographics were requested, the only information received was: nicu infant, (B)(6) week gestation at birth. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that an occlusion occurred for an infant receiving tpn and lipids at low rates via two different pumps and a peripherally inserted central catheter (PICC line). The pumps alarmed for occlusion, and user troubleshooting determined that the PICC was occluded. After troubleshooting, patency was not restored and the PICC line was removed and replaced. No other effect to the infant was reported. The patient's infusion set up was a 1.2 french PICC line attached to the needleless connector which was attached to the bifuse which had two needleless connectors at the extension ends. The event reporter did not have exact details, and stated typically the extensions had tpn (typically 7-10 ml/hr) and lipids (typically 0.4 to 0.5 ml/hr) infusing. Clinicians utilize chlorhexidine to cleanse needleless connection points prior to attaching the tubing or flushing. The nurse educator stated that occlusions had occurred four times with four different infants. This file is for one event. She also stated that occlusions had not reoccurred after changing the procedure whereby the needleless connector attached directly to the PICC line was removed and the bifuse male luer was connected directly to the hub of the PICC line.